Event description:
Pt underwent primary total knee replacement during nov. 1984. He did well until approx one year ago when he began to experience progressive pain of the knee. On presentation, pt was able to ambulate only with crutches and for short distances. Pt's activities of daily living were reported as severely limited. He reported difficulty extending the knee. Pt was admitted to the hosp for revision of the right total knee prosthesis. The joint had been aspirated and cultures obtained were reported as negative. Significant synovitis was present. During surgery, it was noted that the subfascial space was present in the patella, medial femoral, lateral femoral, and suprapatellar regions. All abnormal tissue was excised. The femoral component was found to be very loose and was removed without pounding. The cement stayed with the bone on the lateral femoral condyle and the cement came with the prosthesis on the medial side. All the rest of the cement was removed without significant bone loss. The femoral component was the only component removed and replaced.